Event description:
It was reported that foreign matter was found before use with a cathena 20gx1.00in straight bc. The following information was provided by the initial reporter, "user noticed a small plastic piece on the needle before use."

Manufacturer narrative:
Investigation:1 photo was returned for evaluation. It was observed that there was foreign matter on the cannula. The complaint is confirmed and product is out of specification. The investigation was not able to confirm what has cause the nonconformance as the pictures are unclear. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. Hence, root cause is unable to be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a cathena 20gx1.00in straight bc. The following information was provided by the initial reporter, "user noticed a small plastic piece on the needle before use."